Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti tachycardia pacing (atp) in response to a supraventricular tachycardia (svt) rhythm. Technical services (ts) was consulted and provided reprogramming recommendations. It was noted that the right atrial (ra) lead channel exhibited oversensing. Ultimately, therapy zones were adjusted, and the ra lead sensitivity was reprogrammed. This ICD remains in service. No adverse patient effects were reported.